Event description:
It was reported that there were cracks near battery compartment.

Manufacturer narrative:
Pump received with black screen due to broken component on interface board. Pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.